Event description:
There was an allegation of questionable calcium results for 1 patient sample on a cobas 8000 c702 module. The initial result was 0.6 mmol/l, and the repeated result was 2.46 mmol/l. The sample was repeated because the initial result didn't match the patient's clinical diagnosis.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.